Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a priming anomaly; insulin continued to drip from the tubing even after they released the action button. No alarms were received in regards to this issue. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the prime anomaly. The customer's mother stated that they fill the reservoir with an insulin pump and they were advised against that. The customer's mother declined to continue troubleshooting since they were not at home; an infusion set change will occur afterwards. No products were returned and a replacement infusion set and reservoir was shipped to the customer.